Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where they accidentally pulled out infusion set during use due to the tubing getting caught or pump falling on (B)(6) 2026